Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hiaer was not communicating and remote smart service (rss) was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was communicating. A technical support specialist (tss) checked in rss and confirmed that station back online. The tss later confirmed that the issue has been resolved by their customer end. The system functioned as intended after the customer resolved and technical support specialist investigated the issue.